Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that system fault 46,510 occurred 537,413,748 4 3,328 0 was recorded in history. During analysis, the customer?s reported problem was verified. During power up, the device found error code 46510 on the screen display and multiple occurred in an event history log which it indicates a problem with ui_error_irq_abort issue. It determined that a faulty microprocessor board is the root cause of the issue. Therefore, the microprocessor board will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 46510. No patient was involved in this event. No adverse effects were reported.